Event description:
It has been reported to philips that, there was no x-ray intermittently. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that there was no x-ray intermittently. Review of the system log file had not indicated the usb problem. Upon functional testing, the fse detected that the software (sw) usb was missing. As a part of repair activity, the fse assembled the sw usb. After which, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.